Manufacturer narrative:
The reported event was inconclusive because no sample was returned it is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: - do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. - do not aspirate urine through the drainage funnel wall. - single use only. Do not re-sterilize. - for urological use only. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the right ureteral holmium laser lithotripsy and stent placement was performed on the patient. The patient complained of urinary urgency, painful urination and inability to urinate. An examination of the urinary tube revealed that the urinary balloon was ruptured and prolapsed with no urethral injury. The urinary catheter was re-indwelled, and the patient had no special discomfort.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral catheters such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only.¿

Event description:
It was reported that the right ureteral holmium laser lithotripsy and stent placement was performed on the patient. The patient complained of urinary urgency, painful urination and inability to urinate. An examination of the urinary tube revealed that the urinary balloon was ruptured and prolapsed with no urethral injury. The urinary catheter was re-indwelled, and the patient had no special discomfort.